Event description:
Aneurx stent grafts were implanted in patients during the endovascular repair of infra-renal abdominal aortic aneurysms on unknown dates. The following adverse events were reported: renal function decline and end stage renal failure. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; predictors of decline in renal function 5 years after evar blecha et al, vascular and endovascular surgery 2022, vol. 56(2) 166¿172 doi: 10.1177/15385744211054283. Pt age: mean age pt gender: mean gender. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.